Event description:
New or updated information listed on section h10.

Manufacturer narrative:
The event was identified during a literature review no product returned for evaluation as no product malfunction was alleged or identified. Review of the research article noted the patient experienced a transient neurological deficit/impairment postoperatively with no other information provided. Additional communications with the reporting surgeon identified neuromonitoring was not utilized during the case and there was no indication or allegation that a nuvasive device caused or contributed to this event, he stated the cause of neurological impairment was considered excessive traction of the nerve root. A definitive root cause could not be determined although excessive and or extended retraction as well as patient related factors are possible contributors. No additional investigation can be completed. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery.... Residual risks to the patient associated with use of general surgical instruments are: risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include... Loss of sensory and/or motor function; impotence; and permanent pain and/or deformity..." "...risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include...tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), minor nerve injuries (such as numbness or mild weakness)¿serious nerve damage or neurologic deficit (numbness, weakness, or loss of function)¿" "warnings, cautions and precautions the anterior retractors do not rigidly attach to the access driver/retractor body through use of the anterior crossbar. Use caution when impacting with these instruments in place..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal... The instructions for use (IFU) of devices distributed by nuvasive are provided either electronically or physically depending on the individual setup; however, ifus can also be obtained upon request (refer to information section below)¿" "information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at" (B)(6).

Event description:
It was reported in a research article that a minimally invasive transforaminal lumbar interbody fusion resulted in neurological impairment. No additional information could be obtained.

Manufacturer narrative:
No device malfunction was alleged therefore no product was returned. Review of the reported event did not specify the neurological impairment or a resolution. Due to a lack of information provided the root cause of the issue is unknown. No product malfunction identified and no additional investigation can be completed. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery.... Residual risks to the patient associated with use of general surgical instruments are: risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include... Serious nerve damage or neurologic deficit..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal... The instructions for use (IFU) of devices distributed by nuvasive are provided either electronically or physically depending on the individual setup; however, ifus can also be obtained upon request (refer to information section below)..." (B)(4).